Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. The treatment for peritonitis event was not reported. Eleven days after the onset, the patient was discharged from the hospital and was recovered from the peritonitis event. The pd therapy was ongoing. Additional information was requested but is not available at this time.